Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a cassette disconnected from the transfer set while the patient was sleeping. This occurred during fill three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.